Event description:
It was reported that during a spine surgical procedure, it was discovered that the motor device had a hole in the hose at the muffler end. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor ran at low power because there was hose damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.